Event description:
The customer reported to the distributor that there is visible dirt or foreign material under the perforation of the product. The dressing was taken directly from an originally sealed box at the time the issue was noticed. The product was not used by customer. A photograph has been provided, depicting the reported issue.

Manufacturer narrative:
E1: complainant country: poland. Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: there was a photograph associated with this case and in this, the reported defect can be seen. No unused return sample was expected. Batch record revision results: lot 5b00606 was manufactured on 14/feb/2025, in bodolay line, with a total of (B)(4) market units (mkus). The complaint engineer performed a batch record review on 25/feb/2026, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) (B)(4) and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation. Historical complaints review: on 25/feb/2026, complaints engineer ran a query in database in order to verify the complaints reported for the 5b00606 lot for the malfunction ¿primary pack (sterile products) exhibits external contamination (e.g. Water marks, stains).¿ defect and no additional complaints were identified. Historical nonconformance review: on 25/feb/2026, complaint engineer ran a query in database looking for any in process nonconformance / corrective and preventive actions (CAPA) (s) associated to the malfunction ¿primary pack (sterile products) exhibits external contamination (e.g. Water marks, stains).¿ for the lot number 5b00606 and as result, no nonconformance / corrective and preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) " package seal integrity nonconformities". Method - 4 and 7: frequency: (B)(4). Sample quantity: (B)(4). Acceptance criteria: accept (B)(4). Continuous process monitoring. This monitoring is performed through routine inspection rounds conducted by the process monitor, who verifies the critical to quality, parameters and other critical process characteristics. Defect rate analysis: there has been 1 defective part confirmed to date from a lot size of (B)(4) products. This represents a defect rate of only (B)(4) which is well within an appropriate acceptable quality level (aql) (B)(4) standard operating procedure (sop). In addition, all the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of (B)(4). Importantly, to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: a review of batch record was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. Additionally, a review of historical complaints was performed, and no additional complaints were identified, and a review of historical nonconformances showed no additional nonconformances. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.